Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope detection operation check failed. However, the definitive root cause of the scope detection failure could not be determined. The scope detection failure may have occurred due to failure of the scope sensor, the failure of the scope socket, the failure between the harness socket connectors, the failure of the main board, or the failure of the front-panel. Olympus will continue to monitor field performance for this device.

Event description:
The image noise defect occurred prior to a procedure. The type of procedure is unknown.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel was cracked, damage on the connector and there was dirt on the power switch. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, noise occurred in the image, but the endoscopic image was visible with a evis exera iii xenon light source. Upon inspection and testing of the returned unit, the socket was defective. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.